Manufacturer narrative:
(B)(4).

Event description:
Physician intended to use an integrity stent to treat a 'somewhat calcified' lesion in the lad. It is reported that the stent dislodged during delivery. No difficulties noted when removing the protective sheath. Stent was inspected post removal of the protective sheath, no issues noted. Lesion was pre-dilated. Device remained on neutral pressure during delivery of the device. No resistance noted when advancing the device to the lesion. Dislodgement occurred during withdrawal of the device in the vessel/guide catheter. Stent was then crushed in the vessel as a form of intervention. Procedure was completed with another integrity device. No further patient injury or other clinical sequelae reported for this event.